Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Leakage error. Noe: this is part of recall that was not org. Fixed correctly. Fs log # 99281. Leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/14/2019 under wo#'s (B)(4) & (B)(4) and shipped on 12/31/2019. Manufacturing record review: DHR's 269846 & 269836 were reviewed and no non-conformities, related to the complaint condition, were noted. Rwk (B)(4), 12/14/2021. Incoming inspection review: not applicable. Service history record: this unit was repaired under an unrelated recall on rwk wo (B)(4) 12/14/2021. No additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 10/12/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: although not confirmed on this unit CAPA 801 had been issued to determine a root cause on rf leakage complaints. Based on the findings, the design is intact and not faulty. The leep system is designed with a safety feature to cut power in any mode when rf leakage is detected. This is in place to protect the end user and patient from potential shock. In the investigation, the failure had been repeated, but under certain conditions relevant to set up/environment. Correction and/or corrective action as a precaution, the unit was fitted with a new board, tested to specifications, and returned to the customer. No training required. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Leakage error. Note: "this is part of recall that was not org. Fixed correctly." On fs log # (B)(4). 1216677-2022-00283 leep precision generator lp-20-120 (B)(4).